Manufacturer narrative:
Journal article: impact of structural features of very thin stents implanted in unprotected left main or coronary bifurcations on clinical outcomes authors: mario iannaccone, fabrizio d'ascenzo, guglielmo gallone, et. Al. Journal: coronary artery disease year: 2020. Reference: doi: 10.1002/ccd.28667. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled 'impact of structural features of very thin stents implanted in unprotected left main or coronary bifurcations on clinical outcomes' was submitted. The aim of the study was to assess the link between stent structural components and device-associated outcomes in a large, real-life prospective cohort of patients undergoing unprotected left main (ulm) / bifurcation pci with a range of new-generation very thin dess constructed of different polymers, eluted drugs and strut's characteristics. Resolute onyx coronary drug eluting stents were among the devices used in the study, with 763 patients treated with resolute onyx. Clinical outcomes at 12-18 month follow-up included target lesion failure (tlf), a composite of target lesion revascularization (tlr) and stent thrombosis (definite, probable, possible), death, myocardial infarction